Event description:
Two harmonic ace shears broke intraoperatively. The white tooth grip on the mouth of the harmonic device broke or melted on 2 different instruments. Both of these devices were removed from the surgical field when the problem was detected. Manufacturer response for harmonic shears, ethicon endo-surgery, inc. (Per site reporter): manufacturer hasn't had time to investigate the problem.